Manufacturer narrative:
(B)(4). The event occurred in: (B)(6).

Event description:
The customer complained of low questionable results for 4 patient samples tested for elecsys cea assay (cea) on a cobas e 411 immunoassay analyzer. When the samples were measured, an analyzer alarm occurred indicating an abnormal current of measuring cell was detected. The customer was told to exchange the pinch tubing, perform maintenance, and test the controls. The affected patient samples were retested on another cobas e411. For patient #1 the initial cea result was <0.2 ng/ml with a repeat result of 1.31 ng/ml. For patient #2 the initial cea result was 1.24 ng/ml with a repeat result of 2.68 ng/ml. For patient #3 the initial cea result was <0.2 ng/ml with a repeat result of 3.20 ng/ml. For patient #4 the initial cea result was 0.896 ng/ml with a repeat result of 1.68 ng/ml. It was unknown if the erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The cea reagent lot and expiration date was requested but not provided. The field engineering specialist visited the customer site and checked the instrument. He replaced the pinch valve. He performed qc testing which was acceptable. After the customer had replaced the pinch valve tubing and prepared the measuring cell the issue did not occur again.

Manufacturer narrative:
The cobas e411 had its regular preventative maintenance on 16-nov-2017. The daily alarm trace did not show any indication of an instrument issue on the day of event. Calibration and qc data was within expectations. The pinch valve tubing was replaced on (B)(6) 2017 and the measuring cell was replaced on (B)(6) 2017. There have been no further inquires from the customer following the last field service engineer visit.

Manufacturer narrative:
Along with the field engineering specialist changing the pinch valve tubing and the measuring cell, he replaced the pinch valves and cleaned the sipper line. The investigation was unable to find a definitive root cause.